Event description:
It was reported that a pt sustained a burn after being scanned with a 1.5t signa hdx mr system. The pt was being scanned for her right knee and developed an area of redness of 10 cm and a blister of approximately 7 cm on her thigh. The pt was positioned supine with her arm across the chest and was wearing clothing. The hosp became aware of the incident from the ER where the pt went after her exam, the area of burn was cleaned and silvadene cream was applied. Based on hosp f/u with a pt warming questionnaire no pads were used between the pt and the bore due to the pt size or to prevent skin to skin contact and looping.

Manufacturer narrative:
A ge healthcare local field team was dispatched to the customer site to obtain scan specific info and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil / ECG checks). System/image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm and rf safety monitor checks). Visual inspection and the test results for the MRI system show no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. The device labeling was reviewed and the working safely section of the mr safety guide 2381696-100, rev 12, defines proper pt positioning and padding to prevent warming during MRI scans, but this was not followed by the user. The root cause of the pt's injury is the failure to pad to prevent skin to skin contact and looping, since the recommended ge healthcare pads were not used. No further actions are planned at this time.